Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, maxzero, leaking at the connection between max zero and cannula, resulting in a cytotoxic spill on patients arm. Customer description: oncology nurses administering chemo to a patient experienced leaking at the connection between max zero and cannula, resulting in a cytotoxic spill on patients arm. Max zero changed for a new max zero and the leaking persisted. Max zero changed to bbraun care-site (connector they recently converted from) and issue resolved. No samples were kept due to cytotoxic exposure risk. Additional information: please confirm the exact location of the leakage? Cannula to max zero connection point please confirm the make and model of the connecting products? Also, please confirm the type of connection (e.g. Luer lock or luer slip)? Luer connection. Cannula was bbraun introcan. Unsure of administration set. Please confirm what substance was being infused during the time of the event? Cisplatin please confirm when the fault was identified during priming or during infusion. If during infusion, how long into the infusion? Infusion - early. Max zero replaced with another and continued to leak. Please confirm if there are any visible defects i.e., cracks, flashes, kinks? No please confirm if there is any patient impact or harm caused to the patient due to the incident? None. Please confirm if there is any physical damage observed with the product? No. Please confirm the lot number of the affected product? Unavailable.